Event description:
This spontaneous report was received from a (B)(6) physician (specialist in dermatovenereology) and concerns a female patient of unknown age. On (B)(6) 2014, the patient received 1.5 ml of radiesse diluted in 0.3 ml of ultracain (articaine hydrochloride) and 0.5 ml of normal saline, for buccal. And malar area contour correction. On (B)(6) 2014, the patient experienced oedema and feeling of pressure from the inside. The examination by a physician detected pronounced facial and periorbital areas oedema, injection of dexamethasone 4 mg im and 1 hour later, injection of dexamethasone 7 mg IV were administered. In addition, phonophoresis with hydrocortisone of bucco-zygomatic and periorbital area was carried out. At 6:00 pm the oedema decreased and her general condition improved. The patient left for home with recommendation to come to the clinic the next day and with the following medicines prescribed methylprednisolone 4 mg once a day, lasix (furosemide sodium) 40 mg, once daily and lymphomyosot (homeopathics nos), 15 drops sublingually, 3 times a day.

Manufacturer narrative:
On (B)(6) 2014, the patient did not come to the clinic but reported by phone about worsening of her health. Dizziness and syncopes appeared, resulting in hospitalization. On (B)(6) 2014, as her health improved, the patient was discharged from the hospital and administered the following medicines: methylprednisolone 4mg once daily, lasix (furosemide sodium) 40 mg, once daily and lymphomyosot (homepathics nos) 15 drops sublingually, 3 times a day. Additional information was requested. The radiesse lot number was not provided therefore the device history record could not be reviewed.